Event description:
In 2005, the lay user/pt contacted lifescan (lfs) alleging that her surestep enhanced meter had missing segments. The senior medical affairs specialist spoke with the pt on november 7, 2005 to obtain/verify information. The type I pt reported that the incident occurred 2005. She had been testing once daily, while she was advised to test at least 4 times daily. Although she was aware of the missing segments and lfs would replace the meter, she continued testing while the segments increasingly became worse. She eventually stopped using the reported meter a few days prior to the incident. Although her humalog insulin regimen was based on a sliding scale, she had maintained a set amount of insulin throughout the time of concern. The pt explained that due to being asymptomatic, the incident was not caused by the lfs meter. She claimed that she normally experiences hypoglycemia even with fully functioning devices. On the day of concern, the paramedics were contacted, since she became unconscious. The emt meter read in the "teens". She was administered glucose intravenously, while in transport to the ER. She could only recall that her blood glucose level was 220 mg/dl at the time of her release from the ER. No further info was provided. The pt consciously stopped using the reported meter, due to the missing segments prior to developing hypoglycemia, maintained her insulin regimen, and acknowledged the fact that the meter did not contribute to the incident. The meter and test strips were replaced.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.